Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analyzed. The analysis of the available iegms confirmed the presence of noise on rv channel which led to vf detection with shock delivery as mentioned in the complaint description. Furthermore the provided x-rays were inspected. The first x-ray showed status post lead revision on (B)(6) 2016. The second x-ray demonstrated the lead under complaint in the implanted state before lead revision. Additionally two nearby leads, an atrial and a left ventricular lead, were visible. On both images the lead under complaint presented a small kink in the proximal area of the distal shock coil. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 59 months, oversensing with inappropriate shocks was reported via home monitoring. The lead was capped on (B)(6) 2016 and replaced. No adverse patient side effects have been reported.